Manufacturer narrative:
Patient identifier and weight not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that on a s5 roller pump display the field for the level sensor disappeared during priming. The customer reported that even if the level sensor was removed, which then caused an alarm on the panel, the pump did not stop. It was reported that the pairing was gone. The customer was able to solve the issue with a restart of the device. There was no report of patient injury.

Manufacturer narrative:
The involved pump was returned to livanova (B)(4) for investigation. The pump was tested extensively and no malfunctions were identified. The device worked according the specification when following the instructions for use (IFU). However, livanova (B)(4) was able to simulate the reported issue if the IFU was not followed correctly.